Event description:
A malfunction alarm with code malf 12 was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset instructions, assisted in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to report any further issues, acknowledging and understanding the guidance provided.